Event description:
After a transfusion of two units packed red blood cells on 1/18/1998, pt experienced "red eye syndrome." Symptoms include tearing and itching of eyes. To date, condition still persists and has not resolved. The rep was contacted on 4/6/1998. Blood bank director has also contacted the centers for disease control.